Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous transluminal coronary angioplasty in the left main (lm), left anterior descending artery (lad) and left circumflex artery (lcx). The lesions were engaged with a non-boston scientific (bsc) 7f 3.5 guide catheter and a non-bsc guidewires were successfully crossed the lad and lcx. Following pre-dilatation, a 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, while crossing the lcx stent through the previously placed stent, the shaft of the stent broke. The procedure was completed with a different stent. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous transluminal coronary angioplasty in the left main (lm), left anterior descending artery (lad) and left circumflex artery (lcx). The lesions were engaged with a non-boston scientific (bsc) 7f 3.5 guide catheter and a non-bsc guidewires were successfully crossed the lad and lcx. Following pre-dilatation, a 16 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, while crossing the lcx stent through the previously placed stent, the shaft of the stent broke. The procedure was completed with a different stent. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 16 x 3.50mm was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 19.2cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the crimped stent via scope found no evidence of stent damage. The balloon was reviewed, and no issues were noted. Bumper tip showed no signs of distal tip damage.